Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead exhibited low impedance measurements, which triggered a lead polarity switch. It was noted that this occurred after a different procedure the patient had. The rv lead remains in use. No patient complications have been reported as a result of this event.